Manufacturer narrative:
As no part or lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient saw their surgeon at six weeks post op and the surgeon was unable to pump up the implant and told the patient to go home and practice. The patient has been able to get a 3 1/2 inch erection, but it stops there and doesn't seem to pump any more fluid. The surgeon stated that is all it will be. Patient stated that it is barely enough for penetration and it is not very hard and is a much smaller size than when the patient used viagra or a vacuum therapy pump. The surgeon told the patient to return in seven weeks.